Event description:
A healthcare facility in florida reported an issue with an mr850 respiratory humidifier. Upon device servicing at the regional office in california, it was discovered that the power cord was damaged with exposed copper wire. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare; section d2a: common device name updated to respiratory humidifier; section d2b: product code update to mr850jhu; section g1: contact person updated to mr. (B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in california where it was inspected by a trained f&p service technician. The device was repaired and returned to the customer. Results: visual inspection of the returned power cord revealed that the power cord insulation was damaged with exposed copper wires. Conclusion: we are unable to determine the cause of the observed damage. However, it is likely due to physical damage. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in california where it was inspected by a trained f&p service technician. The device was repaired and returned to the customer. Results: visual inspection of the returned power cord revealed that the power cord insulation was damaged with exposed copper wires. Conclusion: we are unable to determine the cause of the observed damage. However, it is likely due to physical damage. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.

Event description:
A healthcare facility in (B)(6) reported an issue with an mr850 respiratory humidifier. Upon device servicing at the regional office in california, it was discovered that the power cord was damaged with exposed copper wire. There was no reported patient involvement.